Manufacturer narrative:
Additional device product code¿gxl. Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device service history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: serial/lot no: (B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on 18december2012, 21march2013, 22april2013 and 25june2013 due to motor failure. The customer called in a service request for this item on 08july2015 and reported that the device is inoperable-works intermittently. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable-works intermittently. The manufacture date of this item is 10june2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the middle and reverse buttons were working intermittently. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that seven hand pieces for battery powered drivers had operating issues which were discovered during the device wash process. It was reported that one device will not run; one device is running intermittently; three devices have reverse buttons that do not work and the last two devices have low power. Of the seven devices, four of the reported devices had issues that were determined to be reportable. There was no surgical or patient involvement associated with the devices and the complained issues. This report is 4 of 4 for (B)(4).